Event description:
It was reported by the patient that the device had to be replaced after only two years. It was also reported that the device reached early battery depletion due to high left ventricular threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.